Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a loss of therapeutic effect starting approximately in (B)(6) 2008. The device was reprogrammed by the patient's healthcare provider. Following reprogramming, the stimulation was too strong. The programmer was replaced and no issues were noted with recharging; the patient could successfully recharge. It was later stated that the patient had surgery "three years ago" to fix the problem with her system. The details were not provided.